Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. When the needle was fitted and screwed onto the syringe, the nurse heard a crack.  After the dismantle of the syringe, the tip that screws into it had broken off part of its collar. There was leaking from the syringe during the injection.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.